Event description:
It was reported that thirty-one (31) exactamix vented micro-volume inlets had contaminates such as particles/hair/eyelashes. This was observed before use. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. Correction to d4: model #, h7/h9 (remove information as lot was not part of recall). H4: the lot was manufactured in september 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: thirty-one (31) devices were received for evaluation. A visual inspection was performed, and dark particles, dark spots, or small particulates were observed embedded in the tubing not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to contamination during the manufacturing or packaging process. Should additional relevant information become available, a supplemental report will be submitted.